Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired several times. On some of the firings, the jaws slow to return to the open position. The device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.